Event description:
The following was reported to davol by the patient: on (B)(6) 2014 - patient was implanted with a bard/davol ventralex hernia patch. Following surgery the patient reports experiencing pain and swelling at the implant site. Ni/ni/ni - the patient visited the ER, where blood work and a CT scan were performed. The patient states her surgeon did not see a recurrence and believes the pain may be from the sutures. On (B)(6) 2015 - patient underwent explant of the patch. The patient reports that she was told by her doctor that the pain was due to the edges of the mesh curling up and causing inflammation and lacerations to the tissue.

Manufacturer narrative:
The bard/davol device that was explanted was returned for evaluation. Post explant the patient reports that she was told by her doctor that the pain was due to the edges of the mesh curling up an causing inflammation and lacerations to the tissue. The returned sample was visually examined noting curled edges and an incision that appears to have been made by the surgeon to facilitate the explant of the device. Dimensional inspection found the device met specification. A review of the device history records for this lot found the product was manufactured to specification. Curling of the edges of the mesh in this manner could occur due to tension on the repair, however this cannot be confirmed at this time or by evaluation of the device. A definitive root cause cannot be determined at this time.